Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on 23sep2024 where one lead was repositioned, and the other lead was explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported the patient was experiencing uncomfortable stimulation on ribs and stomach. X-rays were taken and it was confirmed that the leads had migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.